Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump displayed a reset screen after being turned on. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.